Event description:
Customer reportedly received the following results on the aviva system: hi (result over 600 mg/dl) at 8:00 pm and "5-10 minutes" later the customer tested and received a 496 mg/dl. Five minutes later, he tested again and received a 145 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.